Manufacturer narrative:
Customer report was not confirmed. Balloon deflated within 2 seconds with the syringe detached. The specification for deflation is 4 seconds per engineering specifications.

Event description:
C-cc-badfl - balloon - deflation; it was reported that the balloon would not spontaneously deflate once the balloon was inflated. There no patient complications.